Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that during impella 5.5 implant procedure for 57-year-old male patient, the pump was being prepped when it was noted that the luer lock connector near the spike became disconnected. The purge fluid flooded the automated impella controller (aic) and 'impella device defective' alarm was displayed. The pump was unable to start. The impella plug was disconnected and attempted to be dried, but the issue did not resolve. A new impella 5.5 was used. There was no reported patient harm.

Manufacturer narrative:
The investigation into pump did not start has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-20787.